Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned due to high pacing threshold measurements. Approximately three years later, it was confirmed via patient records that this lead was fractured. No additional adverse patient effects were reported.